Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+b) result on their e-module analyzer. The patient's initial hcg+b result was 344.3 miu/ml and was reported outside the laboratory. The patient did not believe the results and the physician requested a redraw. The redraw sample results were 3.09 miu/ml, 2.50 miu/ml, and 0.100 miu/ml accompanied by a data flag. The original sample was repeated and the result was 2.12 miu/ml. The customer deemed the repeat result to be correct. The patient was not adversely affected by this event. The hcg+b reagent lot number was 16250103 and the expiration date was 07/31/2012. The field service representative found that the tube 62 assembly was contaminated. He replaced the tube 62 assembly. The customer ran precision and performance testing with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.